Event description:
Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt, filter embedded in wall of the inferior vena cava (ivc) and the device was unable to be retrieved. The patient became aware of the reported events approximately seven weeks after the index procedure when there was an unsuccessful attempt to remove the filter. Six weeks later the filter was removed. Additional information received per the medical records indicate that the patient has a history of left hip replacement for osteoarthritis (planned for after the implant), anxiety, obesity, gastroesophageal reflux disease (gerd), atrial septal defect (repair 1975), hiatal hernia, deep vein thrombosis (dvt) and hypertension (htn). The patient has a surgical history of appendectomy, cholecystectomy, cesarean section and umbilical hernia repair. The indication for the filter implant was embolic prophylaxis due to a recent dvt and a planned orthopedic surgery for left hip replacement.   The filter was deployed via the patient's right common femoral vein and was placed at the l3 level, below the level of the renal vein and above the bifurcation. The patient underwent a left hip replacement the following day. Her hospital course was uneventful, and the patient was discharged to a rehab facility for continued physical therapy. The patient restarted anticoagulation therapy. Seven weeks after the index procedure there was an attempt to remove the filter via the patient's right common femoral vein. Multiple attempts were made to snare the filter using a loop snare. The physician believed that the hook of the filter was likely against the wall of the ivc. The procedure was terminated. Six weeks after the first attempt, a second successful attempt was made to remove the filter via the patient's right internal jugular vein and right common femoral vein. After initial attempts to snare the hook were not successful (presumably related to the hook abutting the caval wall) a stiff glide wire was used to loop around the body of the filter and the filter was collapsed and retrieved through the sheath. The patient tolerated the procedure well and was discharged the same day.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, a4, a5, b3, b4, b5, b7, d1, d11, g3, g4, g7, h1 and h2. As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes osteoarthritis, anxiety, obesity, gerd, atrial septal defect (repair 1975), hiatal hernia, deep vein thrombosis (dvt) and hypertension (htn). The indication was embolic prophylaxis due to a recent dvt and a planned orthopedic surgery for left hip replacement. The filter was deployed at the l3 level, below the level of the renal vein and above the bifurcation. Left thr was completed without report of complications. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting with hook embedded in vein. There was one failed removal attempt before the filter was successfully removed. Per the patient profile form (ppf), the patient reports filter tilt, filter embedded in wall of the ivc and the device was unable to be retrieved. Seven weeks after the index procedure there was a retrieval attempt, multiple snare attempts to remove the filter were done. The physician believed that the hook of the filter was likely against the wall of the ivc. The procedure was terminated. Six weeks after the first attempt, a second successful attempt was made to remove the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting with the hook embedded in vein. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and hook embedded in the vein could not be confirmed or further clarified. Additionally, the timing and mechanism of the events is unknown. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting with hook embedded in vein. There was one failed removal attempt before the filter was successfully removed.